Event description:
Customer reports that the tubing became separated at the distal y-site. It was connected to a patient at the time of the incident, however, no patient injury or medical intervention is reported. The line contained dextrose 5% and 0.9 normal saline during the disconnection. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Similar incidents have been received for this product code. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.